Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Failure analysis was unable to verify button error due to blank display. However light moisture damage noted at keypad traces. The insulin pump was received with corroded motor home switch. The insulin pump was received with broken reservoir tube lip and belt clip slot. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with corroded battery tube. The insulin pump was received with cracked reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's last know blood glucose was 128 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported a button error alarm occurred on the insulin pump. It was also found a crack was present on the insulin pump's screen. It was also reported the reservoir compartment was chipped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.